Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-002945. The manufacturer is unable to determine which lead was removed thus both leads are reported. It was reported after the patient¿s trial leads were placed, the right lead wound began bleeding excessively one the needle was removed. Pressure was applied to the wound until the bleeding slowed and a dressing was applied. The patient was transported to the recovery room and the wound began to bleed again. The patient's right trial lead was explanted. The bleeding stopped and the patient was discharged from the hospital